Event description:
During follow-up, noise and oversensing episodes were noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The distal end of the lead was received for analysis and the damages found on this portion were consistent with those occurring at the time of explant. Electrical tests revealed no discontinuities or shorts on any conduction paths. The noise and oversensing reported by the field were not confirmed. Based on the information received, the root cause of the reported incident could not be conclusively determined.